Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no issues that resulted in the pushwire damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to coil non-detachment, there were no issues encountered. It was noted that the distal end of the pushing wire presents spiral-like changes because the operator pushed the coil push rod through the torque knob, and nothing else was abnormal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not be detached.   The patient was undergoing surgery for treatment of an amorphous, unruptured vertebral artery v4 segment dissecting aneurysm with a max diameter of 5mm and a 1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.   It was reported that when the customer used the prime coil apb-1-2-hx-es to treat the v4 segment aneurysm of the vertebral artery, the coil was completely filled in the aneurysm. Used the alternative detachment method to detach the coil, broke the detachment point, and pulled out the detachment wire. When the customer was ready to withdraw the coil push rod, found that the coil was not detached. So the operator repeatedly pushed the push rod forward/backward, but still could not detach the coil. So the operator used a torque sleeve on the end of the push rod, repeatedly turned the knob, and finally twisted the distal end of the push rod off, which was then detached. It was reported that manual detachment was attempted 5 times. The physician did not try to detach with an instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.   Ancillary devices include a 8f long sheath, ev3 echelon microcatheter, and stryker guidewire.